Event description:
It was reported that the user experienced repeated scan errors when attempting to start a new fsl3+ sensor with the ilet app, including unsuccessful scans after app reinstallation and sensor replacement, and ultimately activated the sensor using a different compatible phone due to an intermittent communication failure related to electrical and magnetic components, including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, interviews, and analysis of information provided by the user and third party. Investigation of this case revealed no device problem found despite the reported intermittent communication failure and involvement of electrical/magnetic components and the antenna. It was concluded, based on previously established findings for similar reports, that no problem was detected and the scan was successful.